Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5083778. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder had a bad vacutainer safety lock that the membrane on did not close properly during replacement of the tube. Different tubes were tested on it and all did not close properly checking that it was tight. No injury or medical intervention reported.